Event description:
Related manufacturing reference number: 2017865-2022-06099. Related manufacturing reference number: 2017865-2022-06100. It was reported that the patient presented in the emergency room after experiencing syncope. Upon interrogation, it was noted that the right ventricular and left ventricular leads exhibited loss of capture. The patient needed external pacing. Programming changes were made. High capture thresholds were still noted after the programming changes. The physician decided to explant and replace the implantable cardioverter defibrillator. The patient was in stable condition.

Event description:
New information received indicates that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Final analysis found far-r oversensing on the atrial channel determined to be due to external (non-device related) factors. The device functioned as expected and according to its programmed settings. Visual inspection did not reveal any anomalies. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.